Event description:
The customer called the philips response center for a part ID for a control pca to resolve a pacing timing delay.

Manufacturer narrative:
(B)(4). The customer called the philips response center for a part ID for a control pca to resolve a pacing timing delay. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.